Event description:
On (B)(6) 2013, the article was found. (B)(6) woman with an unstable trochanteric fracture of the femur was treated using a third generation gamma nail. She was referred to the hospital 14 months postoperatively with nail breakage at the hole for the lag screw. The breakage was secondary to nonunion, which was thought to be mainly due to insufficient reduction of the fracture. The broken nail was removed, and the patient underwent cemented bipolar hemiarthroplasty. At followup 18 months later, she was mobile with a walker and asymptomatic with no complications.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.